Event description:
It was reported that during a mildly tortuous, mildly calcified, right coronary artery interventional procedure, after pre-soaking and preparation according to the instructions for use, a nc trek balloon dilatation catheter (bdc) was advanced to the lesion without resistance. With inflation of the balloon, there was leaking noted on an angiogram and the balloon was not able to be inflated to any atmospheres. The nc trek bdc was removed without difficulty and another nc trek bdc was used successfully for the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported leak could not be confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.